Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. Through troubleshooting it was determined that the likely cause of the reported problem was due to a cable failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present on a monitor. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a defect with the serial digital interface cable connecting the cv-190 and the monitor. Olympus will continue to monitor field performance for this device.